Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella rp flex was prepped and primed however, because of concerns for malfunctioning optical sensor, the pump was removed and a new pump was used for the case.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation has been completed. The impella device was received for investigation. During the case, the automated impella controller placement pa signal read 157 (157/157). The pump was replaced out of caution. The data logs showed no alarms and the 5s parameters were within normal range. The product was inspected and no abnormalities were found. The 5s parameters were within normal range and the pump passed the light continuity test. Pa reading was as reported most likely due to the pump not being in the body. There was no problem found as the root cause of the optical signal issue as no abnormalities were found and the device functioned within specification. D.4 model number was revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12555. E.1 added name prefix/title, first name and last name as this information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12555. E.3 revised since initial submission of initial manufacturer device report number 1220648-2024-12555 to reflect the occupation of the name added in section e.1 e.4 this field should have been left blank on the initial manufacturer device report number 1220648-2024-12555 as this information is unknown. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12555.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.